Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code for the powerport slim implantable port, chronoflex single-lumen, kit, 6f is identified in d2. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation, however photo was provided and reviewed. The investigation is confirmed for the reported foreign material. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716070j implantable port allegedly experienced foreign material. This information was received from one source. This malfunction does not involve patient. The patient's age, weight and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716070j implantable port allegedly experienced foreign material. This information was received from one source. This malfunction does not involve patient. The patient's age, weight and gender were not provided.